Event description:
Adverse skin reaction an adverse reaction to skin prep on two separate occasions has been received. The caller's son skin became red, tender, hot and inflamed after using the product.